Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿main lamp does not light¿ was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) address line 1: (B)(6) (noting due to character limit). The device was returned to olympus for evaluation and the reported event was not confirmed. There were no other notable findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video system center's main lamp was off and could not be lit back up there was no procedural involvement and therefore no report of patient harm.